Event description:
Patient's pig-tail type chest tube disconnected from the plastic connection portion that hooks to suction. Chest tube was immediately clamped and nurse practitioner called to bedside for repair. Chest x-ray obtained after repair complete. No adverse effects to patient.

Manufacturer narrative:
Evaluation: this event is still under investigation.